Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the machine was not switching on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the device remotely and confirmed that the machine was not switching on. The fse visited onsite and upon functional testing, the fse found that the host-pc was not booting intermittently and confirmed issue with the host-pc. The defective host-pc was returned for analysis, and it confirmed failure with the dvd and dvd cable. To resolve the reported issue, the fse replaced the host-pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.